Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2021. Product type catheter product ID 8782, serial# (B)(4), implanted: (B)(6). Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone. The indication for use was non-malignant pain. The patient¿s friend/family member reported that a catheter dye study was done last wednesday and found that ¿it's blocked and they have to replace the catheter¿. The reported doubted anything was getting to the c1 area where the catheter tip was and stated the physician did a dye study to draw fluid and said he couldn't get much out. The patient had a consultation appointment on november 17th with a neurosurgeon and a catheter replacement surgery date will be scheduled after that. The reporter stated ¿my wife is without any pain meds now and it's horrible for her. She's in pain¿.

Manufacturer narrative:
Continuation of d10: product ID 8784; serial# (B)(6); implanted: (B)(6) 2021; product type catheter; product ID 8782; serial# (B)(6); implanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that a referral has been written for the patient to have a catheter replacement. The expected and actual residual volumes continue to be within normal limits.

Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2023. Product type: catheter. Product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2023. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported the catheter had been replaced on (B)(6) 2023. It was reported the explanted catheter had been discarded. It had been reconfirmed the issue had been the catheter was occluded and there had been an unsuccessful dye study. At a refill the patient had an expected residual volume of 4 ml and they got back 7 ml. At the time of this report the issue had been resolved and the patient's status was alive - no injury.